Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The baxter sales representative called stating that the facility had reported a colleague triple channel pump that failed during open heart surgery. The patient was receiving levophed, epinephrine and dopamine (concentration, dose, rate and volume unknown). The pump alarmed and all channels failed. The patient's blood pressure had been 90-100's and dropped to 60-70's during the event. It is unknown what interventions were used to restore the blood pressure.